Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five days post implant, that the right atrial (ra) lead had dislodged. It was also reported that the lead further dislodged during multiple repositioning attempts. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.